Event description:
The patient's father contacted animas on (B)(6) 2012 alleging that the subject pump reverted to the default date/time with pump reboot and/or battery change. At the time of the call, the patient's father mentioned to customer support that the patient's morning blood glucose (bg) has been elevated for the last couple of days. The reporter felt the alleged issue was responsible for the patient's high bg excursion since the elevated bg's started after the pump's battery had been replaced. The reporter stated the patient's morning bg's had been running in the 400 - 500 mg/dl range. There was no mention of symptoms. The patient's father claimed he would administer a bolus in response to the high bg and the patient's blood glucose would come down appropriately. At the time of the call, the patient's father reported that he noticed the pump's date and time was incorrect after the pump had been rebooted after receiving a call service alarm. It is not known if the pump was set to the incorrect date and time after the pump's battery had been replaced a couple of days prior. Customer support informed the reporter that if the time is incorrect on the pump, the patient would receive the incorrect basal setting for the time of day. The reporter corrected the time/date on the pump at the time of troubleshooting and confirmed the correct basal was running on the pump's home screen. This complaint is being reported because the patient obtained a blood glucose reading equal to 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error, since the pump's owner's booklet instructs the user to always verify the pump's date and time with every battery change or pump reboot.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed one reboot occurred on (B)(6) 2012 at 12:32am. Insulin delivery did not occur until a bolus was performed at 7:34am. A review of the pump history revealed a power on reboot occurred at 8:07am on (B)(6) 2012; the time and date was found to reset to factory settings. The review also revealed that the time was manually changed to 8:24am on (B)(6) 2012. A review of the total daily dose history showed that the date changed from (B)(6) 2012 due to time and date issue. A visual inspection revealed no damage found to battery cap or battery compartment. The battery cap was found to tightly secure to the pump. The battery cap contact height and width was found to be within specification. No damage was found to power circuit. The pump was found to power on normally with no issues and no alarms. The battery was removed during testing; the pump was left without power for 6 hours; when the pump was powered on, the time and date was found to default to factory settings and the internal battery (bt1) was found to malfunction. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a crack around the display lens, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.